Event description:
During preventative maintenance of the device, the user reported that the blue cap was missing from the adjustment knob. Since the event occurred during preventative maintenance, there was no pt involvement during this event.